Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. However, one photo was received for analysis, which appeared to show the distal disc of an occluder deformed and placed back in the packaging the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 6mm amplatzer septal occluder was selected for implant. The device was deployed but deployed deformed. The device was retracted, rinsed, manipulated to correct the shape, redeployed, but the issue remained. The device was exchanged with a like device to complete the procedure. The patient remained hemodynamically stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. However, one photo was received for analysis, which appeared to show the distal disc of an occluder deformed and placed back in the packaging the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 6mm amplatzer septal occluder was selected for implant. The device was deployed but deployed deformed. The device was retracted, rinsed, manipulated to correct the shape, redeployed, but the issue remained. The device was exchanged with a like device to complete the procedure. The patient remained stable throughout the procedure.